Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating (B)(6) 2022- (B)(6), 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patient reports were not shown up on station. The technical support specialist connected to the interface and restarted the care fusion coordination engine and confirmed patients were now showing on the es server as admit type. The issue was resolved. The system functioned as intended after being assessed by the technical support specialist.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es had patient reports that did not show up on the station. This issue only affected patients who had been admitted to the ER. There were no adverse events or injuries reported based on this incident.